Event description:
Follow-up revealed the patient disliking the original location of their ipg was due to pocket site discomfort the patient experienced after weight loss.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has ipgs. This report is in reference to the ipg related to the patient's cervical scs system. It was reported the patient's ipg pocket was revised via surgical intervention due to the patient disliking the original location of the ipg.